Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the noisy/sandstorm image and e226 communication error code was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. Inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The unit was producing an intermittent image during use. There was also notable deterioration to the adhesive. The device had other forms of wear and tear noted throughout as well. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus endoeye flex deflectable videoscope was producing a noisy/sandstorm image and displaying an e226 communication error code. According to the initial reporter, this occurred during preparation for a therapeutic procedure. Reportedly, the intended procedure was completed by replacing the scope as cleaning the contacts on the original did not resolve the issue. There was no patient harm reported as a result of this event.